Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the precision xtra meter were reviewed and the dhrs showed the precision xtra meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported on behalf of her daughter that the display of her adc blood glucose meter appeared faded and was therefore unable to test. Customer experienced seizure; however, no treatment was provided. It should be noted that customer is diagnosed with epilepsy; therefore, it is unknown if customer's seizure is related to device issue or health condition. There was no report of death or permanent impairment associated with this event.